Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter powered off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue occurred back on the evening of (B)(6) 2012. The patient claimed she tested with the subject meter, obtained a result of "33.0 mmol/l" and then the meter shut off. The patient reported that she then retested on another device and also obtained same result of "33.0 mmol/l". The patient informed the csr that she manages her diabetes with insulin. In response to the elevated result, the patient stated she self administered 2 units of novorapid insulin. The patient denied developing symptoms. At the time of troubleshooting, the csr noted that the alleged meter issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.